Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (lsvt) with a thermocool smart touch bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on (B)(6) 2018: physician's opinion regarding the cause of the adverse event is that it was that the perforation may have occurred during transseptal puncture as positioning the needle was difficult, the wire would not go up the superior vena cava (svc). There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a st. Jude medical agilis sheath. The suspected device is a st. Jude medical agilis sheath. Pc-(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).